Event description:
The customer's allegation of the up/down angle cannot be operated occurred during the middle of a diagnostic colonoscopy. There was a 5 minute delay but the patient was not under sedation at the time of the failure. The procedure was completed with a similar device. No other device were reported to be used with the subject device at the time of the failure. The customer also provided additional information regarding the nozzle that had been found to be clogged during evaluation. Records do not indicate that the nozzle was replaced as a result of a previous repair. To clean, the nozzle was wiped and brushed with gauze, brush or sponge. Prior to being sent in for repair, the device had been cleaned, disinfected, and sterilized. The customer did not see any debris in the device. Its unknown if the device was used while it had debris. The customer did not know if there had been delay in cleaning the device the procedure had been completed. During pre-cleaning, water and air was not supplied to the air/water nozzle. During manual cleaning, the scope was not left in the cleaning solution or send fluid to the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide information from the reporter, refer to b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a foreign material, however, the specific material could not be identified and the cause for material entering the nozzle could not be specified. The nozzle was not reported to have been deformed. It is likely that foreign material remained in the nozzle due to insufficient reprocessing as it was confirmed that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter: (B)(6) medical center. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The worn angle wires caused the bending angle in the down direction to not meet specification. Due to clogging of the nozzle, water removal ability does not meet specification. Scratches were found throughout the device, the control unit was damaged, the distal end cover had a dent, the bending section cover adhesive was chipped, the objective lens adhesive was peeled, the universal cord was wrinkled, the scope connector was cracked and the connecting tube was peeling. Both the light guide lens and bending section cover adhesive were found to have a white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, unable to operate the up/down angle when using the evis lucera elite colonovideoscope. During inspection and testing of the returned device, the nozzle was clogged. There were no reports of patient harm associated with this event. This medical device report (MDR) has been submitted to capture the reportable malfunction found during device evaluation.